Event description:
It was reported that during a sigmoid resection procedure, after firing, 1 cm of unformed staples was noted in the anterior portion of the anastomosis. The donut was intact. The unformed staples were observed before a leak test was performed. The surgeon used suture to correct the anastomosis. A water and air test was performed after the correction and there were no further leaks observed. The patient was closed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.